Manufacturer narrative:
Operative notes were requested; however, none were provided. No devices or photos were received; therefore, the condition of the component is unknown. The part and lot numbers of the product are unknown; therefore, the device history records could not be reviewed. The product was used for treatment. The complaint history for this product could not be reviewed due to the lack of lot numbers. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon was reaming the canal for the top lag screw, the tip of the flexible reamer broke off and the surgeon was unable to retrieve the fragment from the patient.